Event description:
This is a spontaneous case report received from a nurse in (B)(6) on (B)(4) 2015 which refers female patient who had an attempt of essure (fallopian tube occlusion insert) insertion on (B)(6) 2015 with lot number c38216. It was reported that during essure insertion attempt, the implant did not discharge normally and got stuck in tubal orifice and physician had to pull away. New essure had not been inserted because according to physician, patient's both sides were either in difficult position or scarring. Laparoscopic sterilization has been planned for the patient. Additionally, it was reported patient had mirena (levonorgestrel) inserted in the past (20 mcg/24hr, continuously, intra-uterine) and become pregnant during mirena and a miscarriage had occurred. Follow-up information received on (B)(4) 2015. The patient's medical history included 3 parities (gravida 4). Pregnancy had started during mirena and miscarriage occurred. Then she got difficult uterine infection and prolonged bleeding for which she had to use two antibiotic cures. It was planned to perform novasure procedure due to heavy menstrual bleeding and combined with essure. Her last menstruation was on (B)(6) 2015. Condom used as contraception. On (B)(6) 2015 essure insertion for both sides was tried. Implant did not discharge; it was moved and also pushed from the top of stomach, but it did not help. Then mucosa was swollen and tubal orifices were not visible anymore. It has checked that implant was totally removed. There was impression that both sides were either so difficulty scarring or tubes were in difficult position that new essure was not worth to try insertion again. Pipelle sample (biopsy) had taken from uterine cavity, if the result is normal, laparoscopic clip sterilization will be performed in connection with novasure. Follow-up information was received on (B)(4) 2015: further information is not available. Ptc investigation result was received on (B)(4) 2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, distal end of micro-insert was broken. Micro-insert still intact to delivery catheter. All IFU steps were completed. We also conducted a review of the manufacturing batch record c38216 (production date 24-mar-2014 and expiration date 31-mar-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of a detachment difficulty event during the procedure is an anticipated event. Medical assessment: this ptc was initially initiated due to a usability issue and refers to essure. The batch documentation of the reported batch was reviewed. The provided complaint sample was investigated with the distal end of micro-insert found broken. The technical assessment concluded confirmed quality defect. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Based on the results of the technical investigation, the incident category other reportable incident is recommended. However, no adverse events have been reported at this point in time in association with essure. Since no essure related adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, no causal relationship between the confirmed product quality issue and adverse events can be assessed, as no essure related adverse events were reported at this point in time. The list of similar cases contains reports with similar events coded in meddra. In this particular case a search in the database was performed on (B)(4) 2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 966 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report, refers to a female patient who had mirena (levonorgestrel) inserted in the past; became pregnant during mirena and had a miscarriage followed by uterine infection and prolonged bleeding. Recently, she had an attempt of essure (fallopian tube occlusion insert) insertion, but the implant did not discharge normally and got stuck in tubal orifice. Physician removed it and a new essure had not been inserted. Later, a sample of the device was investigated and distal end of micro-insert was broken (device breakage). All events are non-serious; except for miscarriage, infection and bleeding which were considered serious due to medical importance. The events associated with mirena and essure are listed in their reference safety information. Device breakage is listed according to technical analysis. Unintended pregnancies may occur during any contraceptive use. Ius in-situ during pregnancy may increase the risk of abortion. In this case, causality between mirena and the pregnancy and subsequent miscarriage cannot be excluded due to a compatible temporal association. For uterine infection and prolonged bleeding, it cannot be excluded that these events occurred as a consequence of miscarriage. Regarding the remaining events, in cases of difficult insertions essure placement may be unsuccessful. In this case, physician stated patient both sides were in difficult position or with scarring. This may have been a contributory role in essure insertion failure. Nevertheless, as the events occurred in association with essure placement causality cannot be excluded. Based on the results of the technical investigation, this case (previously seen as non-incident) was upgraded to other reportable incident. The technical analysis concluded confirmed quality defect. However, no causal relationship between the confirmed product quality issue and adverse events can be assessed, as no essure related adverse events were reported.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.